Event description:
The customer reported the system displayed an iris potentiometer error code message. No reports of pt or staff injuries.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator connection was repaired. The system was then found to be operating as intended.